Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The customer reported that a ventilator experienced a proximal line error message when powering on the unit during pre-use testing. The device was evaluated by the customer with assistance from philips remote service engineer. The customer replaced the solenoid valves. The device was then reported to be repaired. No other anomalies were reported.

Manufacturer narrative:
Date of report: 27may2021. There was no patient involvement.

Event description:
The customer reported that a ventilator experienced a proximal line error message when powering on the unit. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.